Event description:
It was reported that the patient is deceased. Additional information reported that the patient collapsed and emergency services was called. Per ambulance personnel, ventricular fibrillation was seen on the monitor and two external shocks were needed to defibrillate the rhythm into sinus. It was also noted that there were historically low r waves and t wave oversensing had occurred, resulting in sensitivity changes. The patient remained unconscious and died eight days later. The cause of death is brain death due to hypoxia.

Manufacturer narrative:
Additional information received indicated the patient was resuscitated twenty minutes after collapse. It was also noted that consistent ventricular fibrillation could not be obtained during implant. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found. The actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found.

Manufacturer narrative:
Additional information received indicated the patient was resuscitated twenty minutes after collapse. It was also noted that consistent ventricular fibrillation could not be obtained during implant. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found. The actual device was received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was cosmetic depression of the outer insulation.

Manufacturer narrative:
Additional information received indicated the patient was resuscitated twenty minutes after collapse. It was also noted that consistent ventricular fibrillation could not be obtained during implant. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data and no anomalies were found. Additional information received indicated the patient was resuscitated twenty minutes after collapse. It was also noted that consistent ventricular fibrillation could not be obtained during implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.